Manufacturer narrative:
Investigation: investigation summary: one picture was received for evaluation. Picture was reviewed by tubing broken, however we cannot appreciate the reported damage with exactitude. The picture was magnified and we can observe a small damage in the pvc extension tubing approximately in the half. DHR for lot number 6302610 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383323 with lot number 6302610 was manufactured on november 9, 2016. According to sampling plan applied for product performance, this lot was accepted and released. During this batch 880 samples were taken by qa tech, for performed leak test between connections the product in final assembly, no leaks were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. Reported defect by customer was confirmed in picture received, however after evaluation the picture and considering that this defect is not common in our process, we cannot associate the defect to manufacturing process. During the manufactured of this product, only we placed clamp slide on pvc tubing and this component never is clamped in the pvc tubing. We have tried of duplicate this defect and the results have been negative. During this assembly no sharp objects are used for the manufacturing of this product and it is important to mention that during the assembly. Root cause description: based on investigation results to date, root cause for manufacturing process cannot be determined.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack was discovered in a 22g x 0.75 in. Bd saf-t-intima IV catheter safety system after two days of infusion. No injury or medical intervention.